Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported the healthcare professional (hcp) had patients feeling overly sedated or ¿completely out of it¿ immediately after a refill and lasting a day or two. The reporter stated the hcp was documenting how many patients were being affected by ¿over infusion.¿ it was noted the hcp believed what was happening is that during the refill the septum was leaking drug causing either over sedation or over infusion. It was further noted the hcp believed it was the leakage of the drug out of the septum during refill. It was noted that another hcp had two occasions of this. Additional information was requested, but was not available as of the date of this report.

Event description:
It was later reported, regarding changes made to the synchromed ii within the last 3 years, the hcp believed that there were 2 or 3 possible issues, including a thinner septum, changes to the rotor tubing and possible inconsistency in gas pressurization. The hcp was having some issues with patients feeling over-medicated. It was later reported that pump issues occurred and nurses felt uncomfortable filling them. At the time of this report, the hcp was still having issues that were previously reported. The hcp did research online and found many instances of overinfusion. The hcp ¿100%¿ believed that something was wrong with the pumps. It was noted that the hcp set all of the pumps to alarm at 2ml. The hcp was asking that all explanted pumps be returned to the manufacturer for analysis.